Manufacturer narrative:
Date sent: 09/06/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the top seal of the device broke off. Another device was used to complete the case with no pt consequence.